Event description:
Patient presented to the physician, ten days post-implant procedure, with cellulitis at the chest incision site. Physician prescribed antibiotics. Patient presented back to the physician with continued infection at the chest incision and wound dehiscence, exposing the ipg. Physician brought the patient into the operating room and removed the entire inspire system. Patient will continue the previously prescribed course of antibiotics postoperatively.